Event description:
Reportedly, the status led of the subject home monitor remains in orange despite various attempt to reset the device.

Event description:
Reportedly, the status led of the subject home monitor remains in orange despite various attempt to reset the device.

Manufacturer narrative:
Please refer to the attached analysis report.